Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the rv channel. The system was reprogrammed and the pacemaker remains in service. No adverse patient effects were reported.